Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the pump and several transmitters, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 163 mg/dl at time of report. Reportedly, the issue was resolved after the customer began using the most recent transmitter..